Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation sometime in (B)(6) the year 2014 and the patient was discharged home. The patient presented to the doctors experiencing "extreme abdominal pain" and "light periods". The physician used a "scope" to examine the patient and "everything looked normal". The physician then preformed an ultrasound which revealed "fluid in the endometrial cavity". The patient had" post tubal ablation syndrome" and the physician performed a hysterectomy.